Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6005478 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. 1 used set was provided and there no visible defects or damages. The reference samples from the lot have been requested. Test results: visual test according to work instruction version 1. 1 used set passed the test. Functional test 1 flow according to work instruction version 1. 1 used set passed the test. Visual test according to work instruction version 1 on reference samples, 5 samples out 5 samples passed the test. Functional test 1 flow according to work instruction version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6005478 was manufactured according to the work instruction version 111 manufactured in the line 7, on 15/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 09/jan/2025 against malfunction code"soft cannula found kinked upon removal from infusion site." And lot 6005478 and another 4 complaints have been registered in tw for the same lot# 6005478 and malfunction code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion due to which cannula was kinked within 3 or more hours after insertion, event on 01-aug-2024. The blood glucose level was found to be high and patient took correction bolus via pump company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6005478 in question was manufactured at thereynosa site. Investigation process of the complaint was carried out in accordance with work. Instruction guidance for visual testing for complaints area version 1 and work. Instruction guidance for functional testing for complaints area version 1 for the code "soft. Cannula found kinked upon removal from infusion site." Complaint investigations. 1 used set was provided and there no visible defects or damages. The reference samples from the lot have been requested. Test results: visual test according to work instruction version 1. 1 used set passed the test. Functional test 1 flow according to work instruction version 1. 1 used set passed the test. Visual test according to work instruction version 1 on reference samples, 5 samples out 5 samples passed the test. Functional test 1 flow according to work instruction version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6005478 was manufactured according to the work instruction version 111 manufactured in the line 7, on 15/feb/2024,with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 09/jan/2025 against malfunction code"soft cannula found kinked upon removal from infusion site." And lot 6005478 and another 4 complaints have been registered in tw for the same lot 6005478 and malfunction code

Event description:
To date no additional patient or event details have been received.